Event description:
It was reported that patient experienced three infusion sets were accidentally pulled out during use due to tubing catching on something or pump falling due to adhesive issue events on (B)(6) 2026. Due to the event patient experienced hyperglycemia and was treated with correction injection via multiple daily injection. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.